Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC leaked at the luer lock connected to the cap. Additional info. Received 02/07/2022: "we just exchanged the defective PICC on the patient. The leak was reproduced multiple times where the luer lock connected to the cap. Once again, caps had been changed with same result repeating. Original was placed (B)(6) 2022 and exchanged (B)(6) 2022. No harm or injury was sustained by the patient. "